Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker could not be connected with smartview connect home monitor, while remote monitoring was activated. Another smarview connect was used and also could not be connected. In addition, the pacemaker indicated that the last measurement of the battery voltage was more than 3 days ago, the last measurement date being on (B)(6) 2023. After disabling and enabling remote monitoring it was possible to connect with smartview connect.